Event description:
It was reported that the patient had swallowed the zinc air battery (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.